Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
During a field action performed by uhs technician, it was discovered that the fiber optic sensor, safety disk and the batteries of the cs300 intra-aortic balloon pump (iabp) were due for replacement. There was no patient involved, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the batteries and safety disk that had reached their due by replacement dates. The cs300 was displaying ¿fiber optic module not functioning¿. The fse replaced the fiber optic module and verified operation. The iabp unit passed all performance and function tests, and was returned to clinical use.

Event description:
During a field action performed by uhs technician, it was discovered that the fiber optic sensor, safety disk and the batteries of the cs300 intra-aortic balloon pump (iabp) were due for replacement. There was no patient involved, thus no adverse event was reported.